Event description:
The pt reported that a couple of days prior to 6/1998, they were experiencing symptoms of diarrhea and vomiting, while continuing to take their normal dosages of insulin. Pt was transported to the hosp where they were treated with saline for dehydration and transferred to ICU for 2 to 3 days. It was reported their blood glucose was 600 mg/dl, although pt did not provide results on their surestep meter. Admission diagnosis was dka, mild to moderate and asthma. The pt discarded the meter.